Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the info received. One ls1500 instrument was received for eval. A visual inspection reveals the seal plate detached from the moving jaw. Investigation into similar complaints has indicated that this failure mode is caused when tissue remains stuck to the seal plate and is not cleaned properly. Valleylab recommends the instrument jaws, both the seal surfaces and sides, must be frequently cleaned when tissue or charring begins to build up.

Event description:
Procedure: lavh. Reportedly, during the procedure the tip of the instrument broke off and fell into the surgical cavity. The piece was retrieved without incident or any adverse affects to the pt.